Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
During application training system failed to complete bootup, stayed at 5 arrows. Also locked up when smart function button was depressed. No patient injury was reported.